Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the buttons were intermittently unresponsive on the insulin pump. The customer¿s blood glucose was unknown. Customer stated the issue occurred during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received not stuck in the manufacturing mode. Insulin pump passed the self-test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on printed circuit board was locked properly during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, cracked select button keypad overlay and minor scratched lcd window.